Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer primed the insulin pump while being connected, and received about 20 units of insulin. It was stated that the customer was taken to the hospital with a low blood glucose of 1.9, and was brought back up to 4 mmol/l. Troubleshooting revealed that the insulin pump was squirting insulin during the manual prime process. Nothing further was reported.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test and displacement test. However, unit alarmed motor error during basic occlusion test and unable to prime during prime test due to loose / flush drive support disk. Unable to perform occlusion test, excessive no delivery test or delivery accuracy test due to drive support anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window and reservoir tube window corners. Unit received with minor scratched lcd window and case.